Event description:
It was further reported that no portion of the stent was deployed during the procedure.

Manufacturer narrative:
Complaint complete and event reassessed to non-reportable . A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. Based on the inspection of the returned device, it is understood that the reported delivery system rupture is in reference to the separation of the bifurcation hub to outer braid bond. When bond failure is seen, it suggests that a significantly high deployment force occurred. Further evidence of high deployment forces; braid elongation, was also noted in the inspection of the returned device. As the entire stent was still within the biomimics 3d device upon its return to veryan, the investigation concludes that this is an 'unable to deploy' case which is the result of increased resistance during deployment. As evidence was found that the complaint device was manufactured as intended, it is concluded that this complaint is not related to a deficiency with the device.the root cause of the high deployment force in this case is most likely the anatomical conditions of the patient, which was reported to have included total occlusion in the left sfa and popliteal arteries. Additionally, evidence of difficult anatomical conditions was found in the inspection of the returned device in the form of notable casting. This difficult anatomy would have contributed to increased friction between the delivery system components, and between the delivery system and guide/introducer sheath during the stent deployment. Veryan is aware that difficult anatomical conditions can contribute to increased resistance during deployment. Ufmeca-1 version 19.0 line items #99-113 documents the potential hazardous situations associated with resistance being present during deployment.based on the physical evidence found in the returned device; separation of the bifurcation hub to outer braid bond and significant braid elongation, it is understood that significantly high deployment force occurred in the complaint procedure. This high deployment force in turn lead to the deployment issues reported by the site. The information that was provided indicated that resistance was experienced upon initiation of deployment. It is important to note that the biomimics 3d stent IFU-3 version 3.0 indicates the following warning statement: "warning: if unexpected resistance is felt at the start of the deployment, do not force the movement of the bifurcation luer; instead, carefully withdraw the sds without deploying the stent.". In this case, the physician continued their deployment attempt despite the noted resistance, which resulted in the noted delivery system damage. Therefore, the investigation understands that during this deployment attempt the physician did not adhere to the instructions outlined in the IFU. The root cause of the high deployment force in this case is most likely the anatomical conditions of the patient, which was reported to have included total occlusion in the left sfa and popliteal arteries. Additionally, evidence of difficult anatomical conditions was found in the inspection of the returned device which supports this conclusion.the new information that was provided clarified the physician's decision to continue the deployment attempt despite experiencing resistance immediately upon the initiation of deployment. This decision ultimately led to the delivery system damage seen in this case. Therefore, the user can now also be considered a root cause of this complaint. No adverse effects on the patient were reported as a result of the events of this procedure. Therefore, it is understood that a prolonged procedure is the effect of failure in this case.

Manufacturer narrative:
The investigation is in progress. If any additional information becomes available a supplemental/follow-up report will be submitted.

Event description:
On (B)(6) 2025 a veryan clinical sales specialist received information that in a procedure of revascularization, using a 6 x 150 mm biomimics 3d (bm3d) stent system, of the left lower limb in favour of flow (left femoral access, antegrade) after overcoming distal femoral-popliteal occlusion, repeated angioplasties were performed, but they were not completely effective, and stenting was decided. During the release (pull back), failure of sheath retraction was observed, leading to rupture of the release system. The system was withdrawn and replaced with a different device with non-analogous characteristics. It was noted that no partial deployment occurred. It was reported that the patient required a prolonged episode of care.

Manufacturer narrative:
Complaint complete and event remains reportable. A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. Based on the inspection of the returned device, it is understood that the reported delivery system rupture is in reference to the separation of the bifurcation hub to outer braid bond. When bond failure is seen, it suggests that a significantly high deployment force occurred. Further evidence of high deployment forces; braid elongation, was also noted in the inspection of the returned device. As the entire stent was still within the biomimics 3d device upon its return to veryan, the investigation concludes that this is an 'unable to deploy' case which is the result of increased resistance during deployment. As evidence was found that the complaint device was manufactured as intended, it is concluded that this complaint is not related to a deficiency with the device. The root cause of the high deployment force in this case is most likely the anatomical conditions of the patient, which was reported to have included total occlusion in the left sfa and popliteal arteries. Additionally, evidence of difficult anatomical conditions was found in the inspection of the returned device in the form of notable casting. This difficult anatomy would have contributed to increased friction between the delivery system components, and between the delivery system and guide/introducer sheath during the stent deployment. Veryan is aware that difficult anatomical conditions can contribute to increased resistance during deployment. Ufmeca-1 version 19.0 line items #99-113 documents the potential hazardous situations associated with resistance being present during deployment. Based on the physical evidence found in the returned device; separation of the bifurcation hub to outer braid bond and significant braid elongation, it is understood that significantly high deployment force occurred in the complaint procedure. This high deployment force in turn lead to the deployment issues reported by the site. The root cause of the high deployment force in this case is most likely the anatomical conditions of the patient, which was reported to have included total occlusion in the left sfa and popliteal arteries. Additionally, evidence of difficult anatomical conditions was found in the inspection of the returned device which supports this conclusion. No adverse effects on the patient were reported as a result of the events of this procedure. Therefore, it is understood that a prolonged procedure is the effect of failure in this case.